Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event and began treatment with injection of vancomycin (1g, start dose, discontinued the same day, route not reported), amikacin injection (100 mg per day, route not reported), and imipenam injection (1 gram per day, route not reported). At the time of this report the patient was recovering from this peritonitis event and antibiotic therapy was ongoing. On an unreported date, dianeal therapy was discontinued. No additional information is available.